Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/07/2021.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'always states air in line' which was not reproduced during evaluation. A review of the event history log identified 'air in line!' Messages. The reported condition was verified. The cause was determined to be the ultrasonic sensor lower sensor reading out of the calibrated specification. The ultrasonic sensor failed the attempted calibration and therefore was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.